Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. The raw material certificate was reviewed with no anomalies noted. Devices used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a revision surgery, while attempting to remove the lag screw, the lag screw snapped, therefore not allowing removal of nail and screw. Nail was left in situ. Plating was required and there was an increase in surgical time. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated devices: cmn femoral nail, ccd 125, left, 13 mm, 30 cm; item# 47-2493-301-13; lot# 2555105r. G2 - foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.